Event description:
Report of device system explant due to "pump pocket infection" received per annual device tracking report. Follow up with hcp revealed device was explanted 13 months post implant. No sympotoms were reported. The primary location of the infection was the device pocket. A culture was obtained but no results were reported. The infection was resolved. Patient risk factors included debilitated status.